Event description:
Dealer stated that several of the screws for the seat upholstery on a trsx5 wheelchair snapped off.

Manufacturer narrative:
(B)(4) 2015 - should additional information become available for the patient a supplemental record will be filed.